Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 1000 mg/dl. Customer also had a sinus infection and had symptom of high blood glucose; customer had vomiting, dizziness, dehydration, headache and feeling achy. Customer was hospitalized due to diabetic ketoacidosis and kidneys shutting down. Due to kidneys shutting down, healthcare professional advised that customer not wear insulin pump for a while even though it was not known if insulin pump caused high blood glucose. Customer reported that kidneys shutting down may have been due to being on a medication for 15 - 20 years. Customer did not want to troubleshoot insulin pump. Customer was advised to call helpline for insulin pump replacement when he gets the ok from healthcare professional to begin insulin pump therapy again.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.